Manufacturer narrative:
On initial MDR the product problem code of 2944 was an error. It should have been 2976 on the original MDR. The product was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. A qualified lens and viscoelastic were indicated. It is unknown if a qualified handpiece was used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. A root cause cannot be determined without physical evaluation of the sample for damage or abnormalities. It is unclear if the same cartridge was used for both lenses. Cartridges are singe use devices and should not be reused after a lens is delivered. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscoelastic device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturers recommendations may result in iol damage. IFU note during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of cartridge damaged lens upon leaving. Additional information has been received and stated that md and scrub felt like there was extra plastic on tip of the cartridge. No patient harm was reported.

Manufacturer narrative:
Corrected information was provided in d.4. The manufacturer internal reference number is:(B)(4).